Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any further issues. The customer understood the instructions and agreed to call back if any malfunction code reappeared.